Manufacturer narrative:
The device history records were reviewed. The investigation indicates that the sets were manufactured according to specification. No nonconformities related to the complaint were found during the manufacturing of these products. There are no prior reported occurrences of this defect for this part number. It was reported that the doctor used the product to insert a port a cath. Upon removal, the physician noticed that the end was shredded and part of it remained in the patient. The procedure was completed with the same device. It was determined that the wire fragment was located in the sub-q layer. There were no additional procedures and the 12mm portion of the wire was left in the patient. There were no complications to the patient. No product was returned for evaluation. Galt medical is unable to perform a device evaluation and the complaint cannot be confirmed.

Event description:
The customer reported that a 12mm piece of the guidewire broke off during a port a cath placement. The piece was in the sub-q layer and was not removed from the patient. The patient's condition is stable.